Event description:
During a left knee acl (anterior cruciate ligament) repair utilizing the ultra fast-fix assembly ¿ curved, it was reported that one t fell off and did not deploy. The case was completed with a backup device. There were no reported patient injuries or complications. Additional information received confirmed that it was the second t that was associated with the reported issue. No implant was left in the patient unsupported.

Manufacturer narrative:
Product evaluation: one ultra fast-fix assembly ¿ curved device was returned for evaluation of the complaint mode, ¿one t fell off and cannot deploy.¿ the insertion device with implants attached but off the needle was received. The foam insert block was intact which is indicative off a non-advanced inserter. We are unable to determine what may have caused the user to experience the reported incident and no root cause conclusion can be made. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).